Event description:
It was reported that pre-discharged the lead showed loss of left ventricular capture and the impedance was high. A left ventricular lead insertion was revised with a second surgical procedure and the lead remains in use. It was further reported from follow-up information that there was a connection issue/set screw between the lead and the device. Therefore the second surgical procedure was to fix the loose header block connection. Both the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.